Event description:
Customer reported a (B)(6) result for the advia centaur xp hbsag assay compared to two alternate immunoassay methods. The sample is also (B)(6) virus dna by pcr. Multiple sample draws from the patient have been (B)(6) on the advia centaur hbsag assay since (B)(6) 2013. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay result, however, the patient is now deceased. The cause of death of the patient is unknown.

Manufacturer narrative:
The cause for the discordant (B)(6) when compared to the (B)(6) results from other hbsag test methods is unknown. Siemens obtained the sample from the patient and additional internal testing indicates the potential presence of (B)(6) in the sample may be a contributing factor, however, no firm conclusion can be drawn. The interpretation of results section of the instructions for use contains the following caution: "it has been reported that certain assays will not detect all (B)(6). If acute or chronic (B)(6) infection is suspected and the (B)(6) it is recommended that other (B)(6)serological markers be tested to confirm the (B)(6)." The limitations section states "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with (B)(6) virus. A nonreactive test result in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay." Siemens was notified on (B)(4) 2013 that the patient is now deceased.